Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set tubing detachment from connector on (B)(6) 2024 . The set was in use for less than 24 hours. Blood glucose levels were 12.4 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.